Event description:
While this c1 was being inspected by nihon kohden, when o2 was connected, a leak sound was occurred (00068.mp4). When this c1 was disassembled to investigate the cause, one cable of the nebulizer valve was disconnected(img_0968.jpg). When this c1 was then assembled and powered on, a "te233006,self test failed" occurred. It seems that the cable which was about to be broken was completely cut by disassembling this c1. We will have the repair staff replace the nebulizer valve. I opened this cer for reporting because it was a rare case. If there is no problem, please close this cer as it is.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications. The root cause was determined to be a defective nebulizer solenoid valve. In consequence the component was replaced. There was no patient or user harm.